Event description:
It was reported that upon performing the spinal cord stimulator (scs) trial procedure, the spinal fluid came out of the needle when the physician inserted the needle. It was also mentioned that the needle trajectory was too steep causing the lead to place anteriorly. The physician inserted again the lead and the spinal fluid came out of the needle the second time. It was also believed that the procedure contributed to the patient's complication. The physician decided to abort the (scs) trial procedure then drew blood and then injected into the spine to prevent a spinal headache. The patient was reportedly fully recovered.